Manufacturer narrative:
The unit passed the displacement test. However, analysis was unable to prime the unit during the prime test due to a faulty gold force sensor resistor. Analysis was unable to perform the excessive no delivery test due to a prime anomaly. The unit had minor scratches on the display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a no delivery alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.